Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the front panel membrane.